Event description:
The subject reported symptoms of dizziness, sleepiness and frequent urination with erratic blood glucose meter results on 7/23/2000 and 7/24/2000. The subject stopped taking insulin based on meter results. Hosp help-line was contacted and told subject to drink sugar water. Subject's symptoms persisted and then called 911. Paramedics transported subject to emergency room where blood glucose was 400mg/dl (unk meter brand); no treatment provided. Subject transported to another hosp where blood glucose was "300 plus" (unk meter brand). Subject was treated with insulin.